Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with decanav for which biosense webster¿s product analysis lab (pal) identified the second, third, fourth and fifth electrode detached from its place leaving the copper wires exposed. During the procedure, the tip of the catheter was found bent (no exposed wires), which was difficult to be inserted into a short sheath. A second device was used to complete the procedure. There was no adverse event reported on the patient. Device was not used in the patient. Additional information was received. The damage did not result in any lifted or sharp rings. The catheter was not pre-shaped. The sheath was another brand. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 20-sep-2024, observed the tip bent and the second, third, fourth and fifth electrode detached from its place leaving the copper wires exposed. The event was originally considered non-reportable, however, bwi became aware of the second, third, fourth and fifth electrode detached from its place leaving the copper wires exposed on 20-sep-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The investigation was completed on 20-sep-2024. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the tip of the catheter was observed bent. The customer complaint was confirmed based on the picture received. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual inspection revealed the tip bent and the second, third, fourth and fifth electrodes detached from their place leaving the copper wires exposed. These damages could be related to the handling during the procedure due to the polyurethane was observed correctly applied on the tip. The catheter passed outer diameter (od) test of pu margin according to the specification. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The potential cause of the electrode damaged and the bent tip could be related to the handling of the device during the procedure. Unit was inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿the catheter was found bent¿ issue. -investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿difficult to be inserted into a short sheath¿ issue. Manufacturer¿s reference number: (B)(4).